Event description:
It was reported the endoeye flex deflectable videoscope had a blackout when connected preoperatively for a therapeutic cholecystectomy. The procedure was completed by exchanging the device, which caused an unspecified delay. There was no reported patient impact. Though the procedure was delayed, the length of the delay would be expected to be minimal. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, or that additional medical/surgical intervention was done to prevent permanent damage or impairment. This event will be reassessed should additional information be provided.

Manufacturer narrative:
E1. (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: additional information received. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information received that the delay was around 5 to 10 minutes while the equipment was replaced.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "blackout in image without image shown" was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system" describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.